Event description:
It was reported by service report that the power cord was frayed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Insulation frayed on power cord exposing bare wires.